Event description:
It was reported by service report that the fowler was stuck and could not be lowered or raised. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result - fowler; gas spring trip.